Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. As the event occurred post completion of the farapulse ablation. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a cerebral vascular accident. The patient underwent a pulsed field ablation procedure with the farawave device. The procedure was successfully completed. The physician then proceeded to continue with a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Three (3) different wds were attempted to be implanted in the laa of the patient but were all unsuccessful. The procedure was ended with no closure device implanted. At an unknown date post procedure, the patient experienced a cerebral vascular accident. The physician believes that the patient developed a thrombus in the laa due to the number of attempts at implanting a device and amount of time it took during those attempts. The event is ongoing, and the patient has not been discharged because they are still evaluating the long-term effects of this event on the patient.